Event description:
It was reported during a procedure that a nrg transseptal needle was selected for use. It was noted that a cardiac tamponade occurred during or after septal puncture due to the device. A pericardiocentesis was then performed and the patient condition was stabilized. The procedure was completed. The device is not expected to be returned for analysis (disposed). It was further advised, there was no problem with the device, but it took time because the physician did not have much experience. No difficult patient anatomy noted. In the physician opinion, he did not think this device caused the event.

Manufacturer narrative:
This is supplemental report for an update on b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a procedure that a nrg transseptal needle was selected for use. It was noted that a cardiac tamponade occurred during or after septal puncture due to the device. A pericardiocentesis was then performed and the patient condition was stabilized. The procedure was completed. The device is not expected to be returned for analysis (disposed).